Event description:
Patient's diabetes coordinator called lfs and alleged that the patient's meter was reading inaccurately erratic. The coordinator reported 3 test results of 69, 116, and 104 mg/dl. The tests were taken within 10 minutes. The results exceed the 20% specifications. No treatment was given to the patient. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient did not have any control solution. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. The meter, test strips, and control solution are being replaced for the patient.